Event description:
It was reported that the device had telemetry difficulty and wouldn't sense at attempted implant. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the device had telemetry difficulty and wouldn't sense at attempted implant. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event interrogate, difficult to sensing, none.